Event description:
Dr noticed head slip as he began procedure. Found mayfield headrest had loosened and allowed head to drop. Pt's nose was resting against metal knob. Pin had caused tear in temporal region, some bleeding was noted and sutured. After making adjustments, the procedure was completed without incident. Found one knob was not tightened.